Manufacturer narrative:
(B)(6). On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. Troubleshooting performed. Dose and image quality checked. Gain calibration performed. System performed as intended. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the user stated that there was a patient present. It only was the last 3d-scan with bad image quality. It was the scan to check how the screws were placed. Image quality confirmed the screws settings were fine. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a spine kyphoplasty procedure, the surgeon alleged that the imaging system image quality was not satisfactory. This allegation occurred at the end of the procedure, at the time of the last scan to check the settings of the screw. The surgeon opted to continue and completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier now provided.

Manufacturer narrative:
(B)(6).